Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information device eval by manufacturer? Imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported system error 120.4610 on both pcus was confirmed through the error logs but could not be replicated during laboratory testing. The facility reported an event date of 10oct2025; time of event was reported as 1:53 am. The review of the pcus error logs showed, the reported error code 120.4610.0 (psp_charge_level_low_failure, runtime fatal severity) occurred on both suspect pcus on (B)(6) 2025 at 1:53 am. The review of the event and battery logs showed that both suspect pcus were connected to ac power, disconnected and reconnected to ac power prior the system error code appeared. At 12:46 am, pcus were connected to ac power. At 1:26 am, pcus were disconnected from ac power and switched to dc power. At 1:37 am, pcus were connected to ac power. At 1:53 am, pcus recorded system error code 120.4610.0 (charge level low) and were powered off. No further errors were recorded on this day. The inspection process did not find any issues or anomalies with the suspect pcu that may have been a contributing factor for the occurrence of error code 120.4610. All inspected parts were manufactured by bd. Testing of pcu devices s/n (B)(6) and s/n (B)(6) with the variac set to 70 vac was completed after approximately 24 hours. The customer¿s reported error did not occur during this phase of testing, even when the voltage was maintained at the design limits for a duration far longer than required. Manual battery conditioning performed noted no errors observed which indicates the charging circuitry and battery are operating in specification. Per the bd alaris system error tipsheet, the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Operation will continue all channels; current infusions are not affected but the module cannot accept any new changes to the rate, dose or volume to be infused (vtbi). Obtain a new pcu. Do not power down until a new pcu is available. Operation will continue all channels during this time. Programmed settings on the module are not restorable, any current rate, dose and vtbi settings should be noted and recorded prior to powering down the pcu. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. Leave the power cord connected to a hospital grade ac power source whenever available. The battery is intended as a backup system. The battery should be fully charged (16 hours) at least once per year to prevent leakage and deterioration in performance due to self-discharge. When the battery has been out of use for one or more months, it will not have full capacity. Battery capacity may be restored by performing the battery conditioning test (fast or optimal conditioning) in maintenance mode. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the probable cause of the customers report that both pcu device¿s simultaneously alarmed with 120.4610 is being attributed to the system experiencing a voltage drop observed in battery logs of both devices. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had two separate units actively infusing to a patient in the pediatric intensive care unit. The hydromorphone, methadone and naloxone infusions were given to the patient using pca and syringe module. The units displayed error code 120.4610.0. At the time of the error, the clinician indicated a ¿system error¿ message appeared on both pc units, the drips stopped infusing, and a message prompted the clinician to restart the infusions. The clinician restarted the pc units and reprogrammed/restarted the infusions. The clinician also mentioned as "event was not life threatening". There was patient involvement but no harm.

Event description:
It was reported that the device had two separate units actively infusing to a patient in the pediatric intensive care unit. The hydromorphone, methadone and naloxone infusions were given to the patient using pca and syringe module. The units displayed error code 120.4610.0. At the time of the error, the clinician indicated a ¿system error¿ message appeared on both pc units, the drips stopped infusing, and a message prompted the clinician to restart the infusions. The clinician restarted the pc units and reprogrammed/restarted the infusions. The clinician also mentioned as "event was not life threatening". There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.